Event description:
It was reported that while transporting a patient the pump turned itself off. After plugging the pump's electrical cord into the electrical socket, the pump still did not operate. As a result, another pump was put on the patient. There were no reported patient complications. A field service representative checked the pump and replaced the power interface printed circuit board which allowed the pump to be operational.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.